Event description:
It was reported that a caller experienced an alarm 2 followed by alarm 26 due to an occlusion event, which caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. They resolved the issue by changing the cartridge and resuming insulin, and the case was closed after the customer acknowledged the off-label insulin messaging provided by technical support.